Event description:
A service request stating an unspecified "dx" issue. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.